Manufacturer narrative:
(B)(4). The left ventricular lead configuration was programmed from true bipolar to extended bipolar and acceptable impedance measurements were observed. A boston scientific technical services representative discussed potential reasons for the different impedance measurements with different configurations. The physician has elected to monitor the patient. Additional information was received over six years after the observation was reported that the out of range measurements were still occurring. All other lead diagnostics remains within normal limits. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the pacing impedance measurements on the left ventricular channel had increased from 1269 ohms at implant to greater than 2000 ohms. Sensing and capture remain stable. No adverse patient effects were reported.